Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient experienced a chronic infection. This adverse event was treated by a revision surgery on (B)(6) 2025, in which gii oxinium fem size 7 right, gen ii resurf patella 38mm, gns ii non-por tib sz 7 right and lgn cr high flex xlpe sz 7-8 11mm were explanted. Current patient's health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
B5: describe the event or problem and d11: concomitant medical products and therapy dates.

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient experienced a chronic infection. This adverse event was treated by a two stage revision surgery, the first stage was performed on (B)(6) 2025, in which one (1) gii oxinium fem size 7 right, one (1) gen ii resurf patella 38mm, one (1) gns ii non-por tib sz 7 right and one (1) lgn cr high flex xlpe sz 7-8 11mm were explanted. The second stage revision was performed on (B)(6) 2025, in which one (1) gns ii c/r fem size 7 right and one (1) gii cr all poly tb sz7 15mm rt were exchanged, these components were used as spacers while the infection cleared. Which devices were implanted in this second stage are unknown. The current health status of the patient is unknown.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral component, patella and insert, a review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed part numbers. For the tibial baseplate, a review of complaint history revealed a similar event for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the retaining femoral and polyethylene tibial baseplate, a review of complaint history based on the historical data revealed a similar event for the listed batches, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.